Event description:
Received notification of event at facility in 2005 that stated, "repeated error codes during transfer of positive fraction to wash bag 2 after release incubation. Cd34-recovery was poor and donor has to be remobilized and recollected next week to perform an additional cd34-selection." Info received in 2005 stated, "there is no sample available for evaluation. Problem was noted during use. Pt did not receive the product as positive fraction was cryopreserved. The cd34 recovery was 26.1%. There was no sterility risk and/or med intervention required. Cd34 count in positive fraction too low for transplantation, an additional positive selection will be performed. Total cell dose infused cd34=10^6/kg x 1.84 which was cryopreserved, the pt did not undergo therapy and/or transplantation yet. The recollection/remobilizing planned for 6 days later was postponed.